Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on an e411 analyzer. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 11 miu/ml. The sample was repeated, resulting as "about 3000" miu/ml. The sample was repeated a second time, resulting as "about 3000" miu/ml. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. The customer declined further assistance. A specific root cause could not be determined based on the provided information. The root cause for the event may be related to pre-analytic sample handling.